Event description:
It was reported that the customer went to the emergency room (ER) and was subsequently hospitalized; details and nature of ER and hospitalization were not provided. The customer declined troubleshooting with tandem technical support and declined to provide additional information. It was also reported that the pump battery was depleting quickly. The customer¿s blood glucose was 400 (mg/dl). The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.